Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were very burnt and the silicon boots were peeling and detaching. There was heavy tissue debris in the jaws and the handle was very bloody. The jaws did not open fully. The toggle was tested for mechanical function, and was found to return to the off position and release activation. Based upon this observation, the reported complaint for "toggle switch sensitive" could not be confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, after a couple of branch transections, the toggle switch was difficult to move: when they activated the toggle switch, it would stick in the on position; when they deactivated the toggle switch, it would stick in the off position. They waited 30 sec after safety shutdown kicked in, and it was at the first shutdown that they switched out the unit. A new unit was used to complete the procedure. There were no patient effects. The lot number is unknown. The product is returning.